Event description:
A distributor reported that a pump was not recognizing cartridges, leading to a cartridge change error. The recorded blood glucose level was 220 mg/dl. The pump was checked and confirmed to be in working condition after it successfully loaded a cartridge and delivered a 5-unit bolus with no subsequent alerts or alarms. No additional information was received regarding the outcome of the event.